Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the graft hardened too quickly and was very difficult to inject however, the surgeon had sufficient amount of graft. There was a delay in surgery which required additional anesthesia, medication, surgical procedure or the use of unintended equipment. The trocar stuck in the cannula when surgeon was hammering it and that led to a time delay to separate the two.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.